Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Insulin pump had broken battery tube threads, missing reservoir tube o ring.

Event description:
It was reported that the reservoir compartment was damaged. The customer¿s blood glucose level was 239 mg/dl at the time of incident. Drive support cap was normal. The insulin pump will be returned for analysis.